Manufacturer narrative:
This report contains additional information in section b5 describe event or problem and h6 device codes.

Event description:
It was reported that this pacemaker device exhibited low out of range pacing impedance measurements, measuring less than 200 ohms and noisy signals on the right atrial (ra) channel. The device was implanted in (B)(6) 2025 and the longevity had dropped, currently remaining at 3.5 years. This patient was highly pacing dependent. Technical services (ts) reviewed the data and recommended to have this device replaced soon and perform lead evaluation. This device remains in service. No adverse patient effects were reported.additional information received indicated that this device exhibited premature battery depletion (pbd). Ts stated that the power consumption had been abnormally high since a year now and recommended to have this device replaced soon. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker device exhibited low out of range pacing impedance measurements, measuring less than 200 ohms and noisy signals on the right atrial (ra) channel. The device was implanted in (B)(6) 2025 and the longevity had dropped, currently remaining at 3.5 years. This patient was highly pacing dependent. Technical services (ts) reviewed the data and recommended to have this device replaced soon and perform lead evaluation. This device remains in service. No adverse patient effects were reported.